Event description:
Involved components kerrison det130 deg up 1mm 180mmthp-unknown kerrison det130 deg up 2mm 180mmthp-unknwon.

Manufacturer narrative:
Updated d4: lot number updated d9: date device returned to manufacturer updated h4: device manufacturing date updated h6: codes based upon investigation results, this event was re-evaluated and is considered no longer reportable due to risk file- no malfunction or serious injury.  Investigation results: visual investigation: products available for investigation in a decontaminated condition. Vigilance investigator carried out the pictorial documentation visually and microscopically. The punches show clear signs of deformation on the cutting edge of the upper slider, which is bent-up in. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and were found to be according to our specifications valid at the time of production. Review of the complaint history revealed that there is one similar complaints against the same lot number 4511506350. The review of risk assessment revealed that the overall risk level (severity 2(5) x probability of occurrence 2(5)) according to din en iso 14971 is still acceptable. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. Based upon the investigations results a CAPA is not necessary.

Manufacturer narrative:
Investigation on going. Additional information/results will be submit in a supplemental report.

Event description:
It was reported that there was an issue with product kerrison. According to the customer description, it was reported that during laminectomy procedure the product malfunctioned and would not cut as cutting edge bent back during use. As there were back up devices readily available to complete the procedure. There was no patient harm and no surgery delay. Additional information was not provided nor available / was not available. Additional information has been requested but not yet received as of this report. Additional patient information is not available. The adverse event / malfunction is filed under aag reference: (B)(4). Involved components: kerrison det130 deg up 1mm 180 mmthp-unknown; kerrison det130 deg up 2mm 180mmthp-unknown.